Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was not detected on bus. A field service engineer (fse) removed the drawer from the auxiliary chassis and inspected the rear components of the drawer, but no obvious failure was found. When the fse reseated the row board cable connections, which had been reseated previously, it felt slightly loose, indicating a partial connection failure. The fse reseated the cabling and installed the drawer back into the auxiliary chassis. During testing by the fse and the escort, the drawer functioned correctly once but failed during the second test and no longer appeared on the bus. When the fse removed the drawer from the auxiliary chassis again, the row board cable felt loose on the connection to the control board. Because this had been a recurring problem, the fse replaced the drawer control board, the row board cable, and additionally the retractor band, which is the only moving part. After replacing these three components, the fse reassembled the drawer and removed all pockets. Each row board connector was checked for aluminium foil, debris, or contamination, but nothing was found. After reinstalling the drawer in the auxiliary chassis, the pixie bus cable was reconnected and the station restarted. The required diagnostic test was completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.